Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display screen was bleeding and there was a black cloud visible. Customer advised the display screen and the reservoir compartment were cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.